Manufacturer narrative:
(B)(6). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m53c6m. Cartridge. Conclusion: the analysis results showed that one gst60g reload was received fully fired. Upon further inspection the cartridge deck was noted to be damaged. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. No further functional testing could be performed due to the condition of the reload.

Event description:
It was reported that during a sleeve gastrectomy procedure, following the third or fourth firing the sales rep observed three small particles of green material within the staple line. The sales rep asked what it was and upon removal it is determined to have probably been particles of the green reload. Upon visual inspection of the reload in question it appears that this is the case. The particles were picked from the staple line and the case continued on with the next firing. There were no adverse consequences for the patient.